Manufacturer narrative:
Correction made to b5: it was reported that an unspecified quantity [previously submitted as one (1)] of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. H10: the actual devices were not available; however, a photograph was received. A visual inspection of the photograph displayed the box and the lot number only. The reported condition could not be verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter. This was identified during set up/ preparation. There was no patient involvement. No additional information is available.